Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. A supply change was performed to address the occlusion. While troubleshooting for the occlusion, the customer received a minimum fill notification after filling a cartridge with approximately 70-75 units of insulin. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery. Blood glucose was 112-120 mg/dl.